Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure by a clinical specialist (cs) that after replacing the monitor on the camera cart during servicing, the camera was no longer getting power. The cs attempted to bypass the internal ethernet cable, but it would intermittently work. The "poe led" would be illuminated until the system was power cycled. The uninterruptible power supply (ups) to "poe" cable was reseated without resolution. There was no patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the injector and the injector power cable were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The injector cable (cable 9735767 power injector power 12vdc s8 svc, lot 171206) was returned to the manufacturer for analysis. Through functional testing and visual/physical examination the reported issue could not be confirmed. There was no failure found with this component. The injector (poe 9735798 injector s8 svc, lot 169005591dr) was returned to the manufacturer for analysis. Through functional testing and visual/physical examination the reported issue was confirmed. There was an electrical failure with this component. If information is provided in the future, a supplemental report will be issued.